Event description:
The following has been reported: biomed reported: "1 broke pump s/n - (B)(6)." 05/01/2026- logs added. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.